Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during ongoing use, the right atrial (ra) lead dislodged. High atrial threshold was observed, but was still sensing well. It was also indicated that when the patient's body was positioned a certain way, the atrial lead caused ventricular capture at max output. There were non sustained ventricular arrhythmias observed that were thought to have some atrial outputs, causing ventricular capture. The device was initially reprogrammed, but didn't entirely resolve the issue. Therefore, the lead was eventually explanted. No adverse effects to the patient were reported. The field rep indicated that the lead is not available for return.